Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. Please void report.

Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. Please void report.

Manufacturer narrative:
(B)(4). Therapy date unknown. Concomitant devices -unknown oss assembly catalog # n/I lot #: n/I, unknown femoral catalog # n/I lot #: n/I, unknown bearings catalog # n/I lot #: n/I, unknown tibial catalog # n/I lot #: n/I. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565 - 2021 - 02940, 0001822565 - 2021 - 02942 , 0001822565 - 2021 - 02944, investigation incomplete.

Event description:
It was reported by that the patient underwent arthroplasty on an unknown date. Subsequently, a custom knee is needed for possible revision for an unknown reason. Attempts have been made and no further information has been provided.